Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that one week post-implant, an increase in threshold was noted. During next routine follow-up, the r-waves had decreased and there was no capture. The next day, the patient received inappropriate therapy due to noise. Repositioning was unsuccessful. The lead was explanted and replaced.

Event description:
It was later reported that the patient experienced perforation which resulted in the poor sensing and high thresholds that were previously reported.